Manufacturer narrative:
Additional information: h3, h4, h6, h10. H4: the lot was manufactured between august 18, 2023 - august 21, 2023. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. The returned photograph was reviewed, and it showed white drug residue inside a yellow bag that contained the folfusor device which suggested a leak may have occurred. The reported condition was verified. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor was leaking. The leak was noted when unpacking the delivery and no damage noted on the outside of the box. The device contained 3000mg fluorouracil in 115ml 0.9% sodium chloride (nacl). There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.